Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and pressure tests were performed and no failure was observed. A further functional test was performed on the one-link connector by grasping the finger grip to stabilize, ensuring the slide clamp was open, then proceeded to prime the set, purge the air, and then firmly pushed a male luer of a syringe or administration set directly against the one-line connector¿s luer activated surface and rotated until the connection was secure. Then held the one-link connector securely and detached the syringe or administration set. Opened and closed the slide clamp as required. The results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp microbore catheter extension set would not draw blood. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.